Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the reported issue was confirmed. The device's power management pca was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.